Manufacturer narrative:
Ocd performed batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. This event occured in hong kong and testing was initially performed on autovue innova (not licensed for use in us) as subsequent testing was performed by tube method, this event is being reported. (B)(4). Product expired before retain testing able to be performed.

Event description:
The customer said they had tested a patient sample for antibody screening using manual tube method and 3% ortho selectogen lot # s808 and they obtained a negative result ((B)(4)). No further detail provided. Prior to the manual testing the customer said they had tested the same patient sample for antibody screening in iat technique using ortho biovue system anti-human globulin (polyspecific) cassette and the same lot 3% ortho selectogen in conjunction with two seperate ortho autovue innova analysers and negative reactions were obtained with both cells of the red cell reagent ((B)(4)). No further detail was provided. The customer said they repeated the testing using peg and test red blood cells from an alternative commercially available company csl and they identified the presence of an anti-e(rh3) ((B)(4)). No further detail provided. The customer said they performed further investigation using 0.8% surgiscreen and they obtained a positive result (3+ reaction strength) with cell 1 of the red cell reagent which the customer attributed to the patient having an anti-mi(a) antibody no further information was provided. The customer said that no biased results had been reported to a physician. The customer said that no patient was harmed as a result of the reported events.